Event description:
The customer requested assistance in retrieving data from their intellivue multi-measurement server (mms).

Manufacturer narrative:
(B)(4). The customer requested philips' assistance in retrieving data off their intellivue multi-measurement server (mms) after a pt died. There was no malfunction. The customer also stated that the equipment did not contribute to any event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.